Event description:
It was reported that the insulin pump alarmed motor error during basal delivery. Customer's blood glucose was 181 mg/dl. Troubleshooting was done. Customer uses the sensor feature on the insulin pump. Customer stated they are able to complete the rewind sequence. Customer declined to receive a new insulin pump replacement. Customer stated the issue happened once and he changed the set and had no issues since then. The customer was advised to monitor the issue and call back if further assistance is needed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.